Event description:
The customer reported the evis exera ii xenon light source intermittently switches to the spare lamp. The event occurred during preparation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer did not have an exact number of hours on the lamp hour indicator. The customer mentioned using a 3rd party lamp and tac advised the customer to install an olympus lamp and provided a part number y10 64sp. A follow up was made and the customer mentioned that the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section d8 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. The device was not returned for analysis. It is possible that the light source intermittently switched to the spare lamp due to having used a non-olympus lamp. Olympus will continue to monitor field performance for this device.